Event description:
During follow-up, the lead was found to be dislodged. While repositioning the lead, the helix was malfunctioning and the lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. No anomalies found on the lead with the exception of damages consistent with those occurring at the time of the procedure.